Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Further information obtained determined that the scs ipg was replaced due to physician prerogative in regards to sterility. There is no allegation against the device contributing to an adverse event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Reference manufacturer numbers: 3006705815-2020-00227, 3006705815-2020-00228. It was reported that the patient underwent surgical intervention wherein the scs ipg and one scs lead were explanted and replaced. Further information is pending. Note: since it is not known which lead was explanted and replaced, both leads are being reported on.